Manufacturer narrative:
Date sent to FDA: 7/13/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 7/9/2020. Additional information : a2, d1, d2, d4, d7. Additional b5 narrative : it was reported that patient underwent removal surgery on (B)(6)2017 due to pain and reccurent hernia. H6 patient code : 3189- surgical intervention.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2012 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.